Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was depleting quickly and pump shutdown. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 171-400 mg/dl.